Manufacturer narrative:
(B)(4). Date sent: 1/6/2021 updated h6 codes for device analysis

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # u93j9p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: there is no tissue damage because the failure occurred when the tissue was not gripped. There is no problem for the patient because the surgery has been completed with the substitute. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open hepatectomy, the jaws became not to open and close during use. The device did not clamp the thick tissue. Another device was used to complete the case. There were no adverse consequences for the patient. No further information is available.